Event description:
During a laparotomy on one obese pt, the suture was used as retention suture and, reportedly, the tissue pulled through the suture. A reoperation was performed the same day and add'l suture applied. The hosp has reported the pt's condition is satisfactory.